Event description:
It was reported that fifteen (15) exactamix 500 ml eva tpn bags had foreign matter at an unspecified location. This was noticed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to d9: date returned to MFR (update). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: fifteen (15) actual devices were received for evaluation. The returned samples were inspected and dark particle spots, dark fibers, and a white particle spot were observed. These particles were found embedded on the outside of the bag or on the connectors. The reported condition was verified. The cause of the issue could not be determined. However, possibly inherent to contamination during the manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.